Event description:
Npb received a report of a plastic electrical odor.

Manufacturer narrative:
Npb received a report of a plastic electrical smell. A failure investigation of the unit was performed by the manufacture in another country, the results of the investigation are provided: there was evidence of a small amount of a particulate matter found in the casing of the blower housing unit. A trace amount of a similar particulate matter was also found in the reservoir of the gk h2o that was used with the device. There was no particulate matter found in the patient tubing and the patient did not inhale the matter. In an effort to reduce the risk of harm to a user, the device is designed to detect a non-routine event and terminate the power to the blower. It was verified that the device registered an error code 7 which suggests the blower stopped working. It is believed the patient received very few respirations as the blower stopped to blow at nominal air flow. The use of a humidifier and/or outlet filter is available from the manufacture which further prevents particulates from entering in the patient tubing.